Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: n/a. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: contact: requested, not provided. E2: health professional: unknown. E3: occupation: unknown. H4: device manufacture date: february 2023. 1. Since the actual sample was not returned to ashitaka factory, the analysis of it could not be performed. 2. Confirmation of the provided image - an area without coating was found. - the location and length of the area in question could not be clarified from the image. *this product has a section in the vicinity of the joint of core wire (in the area approximately 1330-1355 mm from the distal end) where no ptfe is coated due to manufacturing and processing reason. From the description of the event, it was thought possible that the area reported to be missing the black coating was this uncoated section; however, this could not be confirmed since the location and the length of the uncoated area in question was unknown. 3. The manufacturing record and the shipping inspection record of february-2023 lot (32k) - no anomaly was found. 4. The past complaint file of february-2023 lot (32k) - no similar cases have been reported from other facilities. 5. Di no.: (B)(4). (Cause of occurrence). Based on the investigation result, no anomaly was found in the manufacturing record and the shipping inspection record. From the provided image, it was inferred that the area in question was likely to be the uncoated section due to manufacturing reason in the vicinity of the joint of core wire; however, since the investigation of the actual sample could not be performed, it was not possible to identify the cause of occurrence. Instructions for use (IFU) reference: "before use, prepare and inspect the instrument as instructed below. Should the slightest irregularity be suspected, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).

Event description:
The user facility reported that they had an out of box failure, the black coating was missing from a section of the visiglide.